Event description:
It was reported that the pump had no speaker sound with keypad and alarms. Found during testing. No patient harm.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed no errors. Functional testing was performed and the reported issue was duplicated. The cause was identified to be the front and rear piezos. The front and rear piezos were replaced to resolve this issue.